Manufacturer narrative:
(B)(4).

Event description:
It was reported "several anaesthetists experienced "false contact" issues when using laryngoscopes with a blinking light during intubation". No patient injury or harm reported. Patient condition reported "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports that a visual exam was performed and no defects were observed. Functional testing was performed and returned blade was attached to the handle. The light from the blade was constant and glowing perfectly. A device history record for lot code 2j0521, was reviewed and no issues were that could have contributed to the reported failure. The device was manufactured according to release specification. Based on the investigation performed. It was identified, that bottom cap of the handle (returned with this blade) was found loose and not tightened properly, which caused the light flickering issues. It is concluded, that this is a user related error.

Event description:
It was reported, "several anaesthetists experienced "false contact" issues. When using laryngoscopes with a blinking light, during intubation". No patient injury or harm reported. Patient condition reported "fine".